Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure the customer observed water leaking from the x-ray cooling unit. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation showed a slight leak within the cooling unit. The affected cooling unit has been exchanged to prevent the system from further damage. The manufacturer is not considering further actions resulting from this event.